Event description:
It was reported that the patient never had therapeutic effect. The pt had increased pain. The lack of effect was attributed to the pump. An MRI was performed (date unk), no results were reported. An x-ray (2008), showed no change in the position of the catheter; the abdomen was unremarkable. A CT scan (on the same day), was negative. The pump was examined four days later, and it was noted that it was last changed one month prior. The pt was last seen by the managing physician in 2008, for pain pump failure and seizures. It was noted that the pain pump was not working, and was interfering with his sleep. The pt could only sleep about one hour at a time. The pt had no seizures; the last seizure was approximately a year before. Physician exam was normal. The pt appeared to be in severe pain. The pt was given oral dilaudid and neurontin to take as needs and was to continue using his fentanyl patch and baclofen as prescribed. The pt was referred to neurosurgery for pump removal. The pump was removed (date unk). At the time of the event, the pump contained dilaudid.